Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no motor movement or negligible movement and retries to free a stuck motor failed. The customer's blood glucose level was 300+ mg/dl at the time of incident. The customer stated that they were able to clear the alarm and were able to rewind the insulin pump. The customer stated that the error reoccurred again. Advised the insulin pump requires replacement and to discontinue use of the pump and to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with a no motor movement alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify motor related error alarms due to no motor movement alarms.